Event description:
On (B)(6) 2022 , the patient reported via the manufacturer representative that they had increased low back pain and does not feel like the stimulator is working. She said she has noticed this over the last couple months. The rep gave patient anew group to try. Patient was set on threshold settings as when she is on hd programming it takes her hours to charge; she stated that her recharge time is taking three or four hours a night. The rep was also informed at today¿s appointment that when patient turn stimulation up on certain programs that she felt stimulation in her belly. The doctor stated the patient was in for an x-ray of the thoracic area. Pt states she hasn¿t fallen or lifted anything heavy. Patient denies all the complaints at this time. The impedances were within normal limits and it was unknown if the issue was resolved at this time. On 2022-04-20, additional information received. Rep reported pt was feeling stim in her stomach. Cause was not determined. Issue not resolved. Patient being sent for x-ray. On 2022-05-05, additional information from the rep indicated that it is unknown if x-ray has been completed. The patient and md were going to schedule. Pt was reprogrammed the day of the original report to get stim out of stomach. On 2023-07-18, additional information received from the consumer via the manufacturer representative reported that she had increased back pain. Reprogramming was attempted and the patient was still having rib stimulation. An impedance check found that electrode 5 was >40000. The doctor was sending the patient for imaging and the patient denied any falls.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.